Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link catheter extension set disconnected from the "connection piece." This occurred during infusion. The reporter stated that there appeared to be a "small amount of adhesive" that had been holding the tubing onto the connection piece. This disconnection was reported to have caused an unspecified amount of blood loss; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer provided an unused sample from the same lot. A visual inspection, functional testing and under water pressure and clear passage testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.